Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with two infusions set fell off during use 09- may-2024. The blood glucose level was 123 mg/dl. The infusion set was in use for less than hour. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. E1: patient country: united states.